Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Event description:
Customer's father reported via phone call that the tape would get caught inside the serter and jammed the serter. Customer's blood glucose was 90 mg/dl. Customer reported the sensor alarmed a calibration error alarm and change sensor alarm. Customer declined troubleshooting. Customer wanted the sensor replaced. Customer agreed to return the sensor for analysis.